Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils and lantern delivery microcatheter (lantern). During the procedure, while inserting a ruby coil into the rotating hemostasis valve (rhv), the pusher assembly of the ruby coil became kinked and, therefore, it was removed. The procedure was completed using additional ruby coils. There was no report of an adverse effect to the patient.